Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify how the device "locked out"? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge reload was being used? Was any buttressing material being used? Was the device stuck on tissue when it "locked out"? If yes, how was the device removed? If yes, did the jaws eventually open? What troubleshooting steps were attempted to open the device? Did the jaws of the device eventually open? If no, how was the device removed from the tissue?

Event description:
It was reported that during an appendectomy procedure, the device locked out. It is unknown how the device was removed. The procedure was completed using a like device. No other information was available. There was no patient consequence.